Event description:
The manufacturer was made aware of a product complaint on 2/25/2025. It was reported that during a posterior cervical fusion procedure a rod bender was broken while attempting to bend a rod in-situ. There were no known patient complications or delay in treatment associated with this complaint. The physician was able to use another instrument to successfully complete the procedure. The complaint instrument was discarded at the healthcare facility. No additional information available.

Manufacturer narrative:
A visual assessment of the complaint instrument was unable to be physically performed as the instrument was discarded at the hospital facility. Photographs of the complaint instrument showed an instrument with repeated use as identified by surface scratches and the distal working end of the instrument was broken off as reported. The root cause of this complaint was unable to be reliably determined, however may be related to excessive force being applied to the instrument. A DHR review was performed for the instrument lot and there were no manufacturing anomalies identified. The instrument lot met all required specifications prior to being released to distributable inventory. This lot has been available for distribution since 07/02/2019, resulting in a lifespan of approximately 6 years. There has been zero other complaints of similar nature for the implant in the past 12 months. The manufacturer will continue to monitor for reports regarding broken rod benders and perform complaint investigations as appropriate.